Event description:
Patient with retained portion of 2.0 mm k-wire during distal femoral extension osteotomy. Wire was noted as broken after removal. Imaging was obtained and the wire was incarcerated in the bone. An attempt to grab the exposed tip of the metal was made but unable to remove the wire. Decision was made to not create holes in the bone to remove the wire as it was not prominent, well fixed, and unlikely to cause patient harm to remove the wire.